Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The stent of a 5f 7 mm x 40 mm x 135 cm precise pro rapid exchange (rx) carotid system was unpacked approximately ¼ of its size was released however, the physician tried to recap the stent, but it was unsuccessful. The procedure was completed by opening a new device to avoid any problem in the safety of the procedure. There was no reported patient injury. The product was returned for analysis. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm, stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/ closed. Per visual analysis, the stent of the unit was received deployed in a separated small ziploc plastic bag. The proximal hypotube of the system was observed severely bent and damaged. The deployed stent was thoroughly inspected, and no anomalies were observed. Deployment test could not be performed due to the stent already deployed. Per dimensional analysis, usable length of the unit was measured and found within specification. A product history record (phr) review of lot 17891020 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses- deployment difficulty - premature/during prep¿ was not confirmed since the system was received already actuated and the stent was already deployed from the system. The exact cause of the reported deployment difficulty - premature/during prep event could not be conclusively determined during the analysis. However, a severe bent damaged condition was observed on the proximal hypotube of the unit, probably causing the reported deployment difficulty. Handling factors such as improper preparation by the user may have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5f 7 mm x 40 mm x 135 cm precise pro rapid exchange (rx) carotid system was unpacked approximately ¼ of its size was released however, the physician tried to recap the stent, but it was unsuccessful. The procedure was completed by opening a new device to avoid any problem in the safety of the procedure. There was no reported patient injury. The device will be returned for analysis.